Event description:
Caller reported a malfunction on the pump which caused their blood glucose level to exceed 500 mg/dl, with the specific value displaying as "high." The customer took corrective action by administering a correction bolus via the pump. Technical support verified the malfunction and provided guidance on performing a pump reset, ultimately resolving the issue by sending the customer a replacement pump with updated software. The customer was instructed on the steps for storing and returning the faulty pump and agreed to continue using the current pump until the replacement arrived.